Manufacturer narrative:
According to instruction for use citadel plus(IFU, 831.374 rev.11): ¿check operation of side rails¿ ¿ this task should be performed by the care giver daily ¿check that the bed extension locks securely in all three positions¿ ¿ this task should be performed by qualified personnel yearly ¿check all accessible nuts, bolts and other fasteners to ensure they are present and correctly tightened.¿ ¿ this task should be performed by qualified personnel yearly. ¿warning: failure to carry out these checks, or continuing to use the product if a fault is found, may compromise the safety of both the patient and care giver. Preventive maintenance can help to prevent accidents.¿ the investigation is ongoing. Results will be provided in the final report.

Event description:
Arjo was informed about a malfunction of citadel plus bed. It was claimed that the left body side rail and extension pulled out of the bed frame. It was reported that side rail had come out of bed when expanded. There was no indication that the bed was used by a patient at the time of event. There was no injury. The bed was evaluated by the arjo¿s technician who established that the guide stop bolt was missing. The missing part was replaced and lower and upper side rail were reattached. Photographic evidence was provided.

Event description:
The side rail panel detachment from citadel plus bed frame was observed by the arjo representative. Based on the collected information and photographic evidence provided the left-hand foot¿end side rail assembly was pulled from the bed frame due to the missing guide stop bolt. The bed was repaired. There was no indication that the bed was in use by the patient when the issue was detected. No injury was claimed.

Manufacturer narrative:
The investigation is ongoing. Results will be provided in the final report.

Manufacturer narrative:
Bed width extensions are used to adjust the width of the mattress support surface if required. To expand the platform of the bed, a user needs to squeeze the extension latch to unlock and pull the section until it is fully extended. If the bolt is missing, the extension will not stop in the full extended position, but it will be pulled out of the frame. According to instruction for use citadel plus(IFU, 831.374 rev.11), extensions are adjusted before patient placement: ¿preparation for patient placement. Expand width extensions and length extensions if necessary.¿ in the complaint at hand, the allegation was that the extension came out of the frame when there was a need to expand the bed width, which means that the failure was noticed during preparation for patient placement. The review of previous complaints related to the missing guide stop bolt has not resulted in a serious injury in the past and it is unlikely a serious injury will occur in the future. The extension will not come on its own until there is a need to extend the platform width. A thorough analysis of the reported issue showed that the failure of the missing bolt resulting in the extension being pulled out of frame, is not safety related. There was no serious injury in the past and the malfunction is detectable during the bed¿s preparation for patient placement. To sum up, this product deficiency is unlikely to cause harm to users, therefore future complaints regarding this issue will not be reportable.